Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. It was noted that the patient had sat down on the couch with a cell phone on their chest with bluetooth enabled. Technical services (ts) discussed that the noise appeared more positional in nature versus electromagnetic interference (emi) and discussed troubleshooting options. Subsequent information was received that an additional inappropriate shock was delivered due to a wandering baseline, small signal amplitude measurements, and oversensing. Ts discussed programming options for optimization of sensing when the patient is in-clinic. No adverse patient effects were reported. This device remains in service.